Event description:
It was reported that 10 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing the needle cover the whole needle component comes off with it. Stated the needle covers are also hard to pull off. Stated this happened with at least 10 syringes from current box. Lot # 0139094. Cat # 328438. Date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 12/7/2020. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the needle hub separates and needle shield is difficult to remove. The returned syringe was examined and was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0139094 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing the needle cover the whole needle component comes off with it. Stated the needle covers are also hard to pull off. Stated this happened with at least 10 syringes from current box. Lot # 0139094 cat # 328438 date of event: (B)(6) 2020.